Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product does not returned for evaluation yet. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for low blood glucose test results. The customer's caregiver, terry, is calling on behalf of the customer. The expected fasting blood glucose test result range is 70 to 160 mg/dl. The blood glucose testing is performed once daily. The customer feels well and did not report any symptoms. Medical attention is not reported currently or prior to the call on (B)(6) 2016 as a result of actual blood glucose results. The customer is currently taking medication to manage diabetes. Customer provided that they have not had any recent changes to diet or exercise. Customer provided that they have had recent changes to medication on (B)(6) 2015. Back to back blood test performed by customer fasting during call on (B)(6) 2016 produced results of 125 mg/dl and 118 mg/dl. The product is stored by customer according to specification. The test strip lot manufacturer's expiration date is 10/31/2018 and open vial date is(B)(6) 2016. The meter memory reviewed for fasting test results: (B)(6). Adverse event not reported.

Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for low blood glucose test results. The customer's caregiver, terry, is calling on behalf of the customer. The expected fasting blood glucose test result range is 70 to 160 mg/dl. The blood glucose testing is performed once daily. The customer feels well and did not report any symptoms. Medical attention is not reported currently or prior to the call on (B)(6) 2016 as a result of actual blood glucose results. The customer is currently taking medication to manage diabetes. Customer provided that they have not had any recent changes to diet or exercise. Customer provided that they have had recent changes to medication on (B)(6) 2015. Back to back blood test performed by customer fasting during call on (B)(6) 2016 produced results of 125 mg/dl and 118 mg/dl. The product is stored by customer according to specification. The test strip lot manufacturer's expiration date is 10/31/2018 and open vial date is (B)(6) 2016. The meter memory reviewed for fasting test results: (B)(6). Adverse event not reported.